Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse in (B)(6) 2004 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to vaginal mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent an abdominal excision of full suprapubic mass with removal of suburethral sling (ivs) and posterior colporrhaphy with excision of vaginal mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with cystoscopy due to vaginal prolapse and sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.